Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined the event can be prevented by following the instructions for use which state: drawing number and revision number of IFU: gw831734. This instrument was not sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions in chapter 4, ¿reprocessing¿. After using this instrument, reprocess and store it according to the instructions in chapter 4, ¿reprocessing¿ and chapter 5, ¿storage¿. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance. 4.1 general policy: the medical literature reports incidents of patient cross contamination resulting from improper cleaning or sterilization. It is strongly recommended that reprocessing personnel have a thorough understanding of and follow all national and local hospital guidelines and policies. A specific individual or individuals in the endoscopy unit should be responsible for reprocessing endoscopic equipment. It is highly desirable that a trained backup be available should the primary reprocessing individual(s) be absent. All individuals responsible for reprocessing should thoroughly understand: your institution¿s reprocessing procedures occupational health and safety regulations national and local hospital guidelines and policies the instructions in this manual the mechanical aspects of endoscopic equipment pertinent germicide labeling olympus endo-therapy accessories are compatible with 2.0% to 3.2% glutaraldehyde solution. However, routine biological monitoring is not feasible with glutaraldehyde and, therefore, it should not be used to sterilize reusable medical devices that are compatible with other methods of sterilization that can be biologically monitored, such as steam sterilization. Equipment needed for reprocessing to perform proper reprocessing, the equipment in the following table is required. For details on preparation and directions for use of the following equipment, refer to the respective instruction manuals or contact the equipment manufacturer. Contact olympus for the names of specific brands of detergent solutions and lubricants. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported there was insufficient reprocessing, sterilized with a low gas sterilization temperature method on the biopsy forceps. The issue occurred during reprocessing. There were no reports of patient involvement.